Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one tunneler with a loaded protective sheath were returned for evaluation. Gross visual and microscopic visual evaluations were performed. Although the sample was returned for evaluation, four electronic photos were provided for review. The investigation is confirmed for the reported fracture issue, as the protective sheath loaded on the tunneler was noted to have a partial circumferential break. However, the investigation is inconclusive for the reported failure to advance issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the device allegedly failed to advance. It was further reported that the portion of the device was broken and pinching on the chest of the patient. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Expiry date: 07/2023. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that during a dialysis catheter placement procedure, the device allegedly failed to advance. It was further reported that the portion of the device was broken and pinching on the chest of the patient. There was no reported patient injury.